Manufacturer narrative:
Weakly reacting results were obtained in the initial capture antibody screen and with manual peg and capture panels. The antibody appears to be close to the limit of detection and could be the cause of inconsistent reactivity. No additional sample available for further investigation.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-ID test wells, lot id161, both manually and on the galileo.